Manufacturer narrative:
Concomitant medical products: 4965-35 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was bent at a sharp angle under the implantable pulse generator (ipg), and exhibited high and rising impedance, loss of capture, and undersensing. It was noted that there was suspected ra lead damage. The ra lead was programmed off and is scheduled to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead exhibited complete lead fracture. The ra lead was connected to the implantable pulse generator (ipg) using an adapter. The ra lead remains in use. No patient complications have been reported as a result of this event.